Event description:
Note: this report pertains to the first of three reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2005 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the day prior (patient gender, age and weight unknown). According to the complainant, during the procedure the ptfe coating peeled from the jagwire. The device was replaced with another jagwire guidewire. Refer to MFR report #3005099803-2008-1518 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.